Event description:
It was reported to philips that the system had a problem while it was being rebooted. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system had a problem while rebooting. However, due to the incorrect installed product (ip) error the case be cancelled and service will be performed in another work order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue had been reported on the wrong ip and no malfunction was identified on the current system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.